Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number: 3p25 that has a similar product distributed in the us, list number: 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a 56-year-old male in the emergency department admitted for symptoms including dizziness, nausea, and vomiting. On (B)(6) 2022 at 20:00, the architect troponin result was 7.724 ng/ml and at 22:00 with a new blood sample generated a result of 7.695 ng/ml. On (B)(6) 2022 at 08:00, a new sample was collected and tested for troponin generated a result of 6.360 ng/ml. Since the troponin results were too high the patient was admitted to the cardiology department for treatment. The physician requested myocardial enzyme tests, electrocardiogram, and color cardiac ultrasound. The results were normal for both the electrocardiogram and the color cardiac ultrasound however, it is not known if IV contrast was used while performing these procedures and no harm to the patient was reported. The archtiect troponin reference range used by the customer was 0-0.026 ng/ml. The customer sent the sample for troponin testing on another platform (et healthcare) and the result was 0.025 ng/ml (reference range: 0-0.1 ng/ml). The sample was then sent to be tested on the beckman and siemens platforms. The beckman troponin result was 0.0033 ng/ml (reference range: 0.0000-0.0198 ng/ml). The siemens troponin result was 0.017 ng/ml. There was no harm to the patient reported. There was no adverse impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A ticket search for reagent lot 43416ud01 did not identify an increase in complaint activity related to the issue under review. A device history review was performed on the reagent lot 43416ud01 and did not identify any non-conformances, deviations, or potential non-conformances. In-house accuracy testing was completed with a retained reagent kit of the complaint lot 43416ud01. The results met the testing criteria which demonstrates that the architect stat high sensitive troponin-I reagent lot 43416ud01 is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I reagent lot 43416ud01. Correction: d4 - lot no: initial: 43416ud00 / updated: 43416ud01.